Event description:
It was reported that the roller pump of a heart lung console had "cover open" error message when the cover was closed. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.